Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2011. According to the complainant, the device was tested prior to use and it functioned properly. However, while attempting to advance the device into the biliary tree, the basket would not track over the guidewire. The procedure was successfully completed with a different device. Reportedly, no other anomalies were noted with this device and no guidewire damage was visible. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; sidecar pushback and sidecar torn.

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient is over 18 years old. A visual examination found that the device returned with the basket in the closed position. The guidewire lumen (sidecar) was torn at the proximal end and presented with pushback. Additionally, residue was present on the device to indicate use. Functionally, a guidewire was able to be advanced through sidecar rx without issue. Additionally, the basket was able to be extended and retracted without issue. When fully extended, the basket wires were found to be even and undeformed. The condition of the returned incident device was not consistent with the complaint that the basket would not track over the guidewire. However, the evaluation found that the guidewire lumen (sidecar) was torn and presented with pushback. During manufacturing, basket devices are 100% inspected for device integrity so the sidecar damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.